Event description:
Caller reported blood glucose results of 298 mg/dl on advantage system 1, 151 mg/dl on advantage system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is advantage system 1, medwatch with (B)(6) is advantage system 2.